Event description:
It was reported that the bd insyte¿ autoguard¿ IV catheter was solit in half. The following information was provided by the initial reporter: describe the event or problem: when performing IV insertion on pt, I checked 24 gauge catheter before inserting into skin and noticed that once advanced, the catheter was split in half and needed to be removed from pt, thus resulting in a second IV insertion. What was the original intended procedure? : IV medication administration through device what problem did the user have (check all that apply) :device malfunction - that is, the device did not do what it was supposed to do;

Manufacturer narrative:
Investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production.

Manufacturer narrative:
Date of birth: patient¿s birthday was not provided, (B)(6) 2017 was used based on age of patient. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The initial reporter also notified the FDA via medwatch # (B)(4).

Event description:
It was reported that the bd insyte¿ autoguard¿ IV catheter was slit in half. The following information was provided by the initial reporter: describe the event or problem: when performing IV insertion on pt, I checked 24 gauge catheter before inserting into skin and noticed that once advanced, the catheter was split in half and needed to be removed from pt, thus resulting in a second IV insertion. What was the original intended procedure? IV medication administration through device. What problem did the user have (check all that apply): device malfunction that is, the device did not do what it was supposed to do.